Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 12-jun-2023, the patient's mother reported that her child's infusion set's tubing came loose from the tubing connector while the patient was sleeping. The site location was patient's buttocks. Moreover, the infusion set had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was not any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.